Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the submitted log files revealed a single transient low flow event which did not last long enough to activate an audible alarm. A specific cause for the low flow could not be conclusively determined through this evaluation.. The controller event log file contained events from 26jan2026 through 29jan2026. On 29jan2026 one low flow fault was captured which did not last long enough to activate a low flow hazard alarm. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced implantable cardioverter defibrillator (ICD) shocks on (B)(6) 2026. Log files were sent for review. The log file noted a single low flow flag on 29jan2026 that was not sustained for long enough to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient experienced sustained ventricular tachycardia. They received medication changes and an electrophysiology (ep) procedure to add atrial and sq leads. The patient was asymptomatic and the arrhythmia did not result in clinical compromise. It was unknown if the arrhythmia was thought to have been device or therapy related. The arrythmia resolved. Prior to implant with the left ventricular assist device (lvad), the patient had atrioventricular nodal reentrant tachycardia (avnrt). They were implanted with the ICD prior to lvad implant.